Event description:
There is no additional event information available.

Manufacturer narrative:
Following sections were updated or corrected :b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, h11. No product was returned or pictures provided; functional, visual, and/or dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported outside of surgery that the air hose was audibly leaking and therefore wouldnt power dermatome. There was no patient involvement. . Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information or product is available, we are unable to provide further information.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - united kingdom. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.